Event description:
The patient had an allergic reaction a month after his cypher implantation. The allergic reaction was noted at his knees, legs, hands, and lips. Patient contacted his primary care physician and he ordered corticosteroid medication. He also stopped the enalapril and amlodipine medications. Two days later at the follow-up visit, the patient was feeling fine and had no allergic symptoms. The physician started the patient on telmisartan medication.

Manufacturer narrative:
This product, distributed outside the united states. However, it is similar to us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-01109. Additional will be submitted within 30 days of receipt.